Event description:
Rupture of the extensor cone in at the extensor horn junction.

Manufacturer narrative:
Reported event: an event regarding a fracture involving a hmrs extension piece was reported. The event was confirmed through medical review of the provided documentation. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted hmrs extension piece. The pieces photographed are disassembled, with the presence of boney ingrowth. It was not possible to confirm the fracture from the images provided. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: 'this inquiry concerns a 47-year-old patient who underwent a gm rs reconstruction on (B)(6), 2005. Approximately 18 years later, the patient required revision due to fracture of the extension component to the body of the implant. I can confirm that the event occurred since I was able to see the x-ray with the fractured component. I cannot confirm that the revision was carried out since I have no operation note, office notes or post revision x-rays. The root cause of fracture of a distal femoral replacement type prosthesis cannot be determined with certainty. The causes are multifactorial including surgical technique, patient activity level and bmi and implant factors. The implant that was removed should be submitted to stryker engineers for evaluation and examination to determine the exact cause of failure.' -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: chr review confirmed that there were no other similar events for the reported lot. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted hmrs extension piece. The pieces photographed are disassembled, with the presence of boney ingrowth. It was not possible to confirm the fracture from the images provided. A medical record review indicated 'I can confirm that the event occurred since I was able to see the x-ray with the fractured component. I cannot confirm that the revision was carried out since I have no operation note, office notes or post revision x-rays. The root cause of fracture of a distal femoral replacement type prosthesis cannot be determined with certainty. The causes are multifactorial including surgical technique, patient activity level and bmi and implant factors. ' based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While the event itself was confirmed through the x-ray provided the exact cause of the event could not be determined because insufficient information regarding the patient history was provided to determine contributing factors. Additional information, including operative reports, patient progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rupture of the extensor cone in at the extensor horn junction